Event description:
The article, "diagnosis and management of inadvertent iliac vein injury during structural heart interventions", was reviewed. This article presented a case study of a 66-year-old female patient with a history of hypertension, mild dyslipidemia, hemiparesis, and paresthesia of the left lower limb. A 30-25mm amplatzer talisman pfo occluder was selected for implant for a patent foramen ovale (pfo) closure using a 9f amplatzer talisman delivery sheath. While advancing the sheath and dilator over the guidewire, resistance was felt. Fluoroscopy revealed the guidewire did not effectively navigate the venous tortuosity. Both the guidewire and sheath were pointing outward of the venous contour. After successful pfo occlusion and withdrawal of the sheath, a contrast injection was performed and confirmed a venous perforation. A 10x57mm balloon-expandable stent was implanted. The patient was discharged on the same day. One week later, the patient presented with mild right lower quadrant pain. Venous doppler ultrasonography revelated a patent stent, without signs of active bleeding and minimal hematoma surrounding the vein. No intervention was performed. Six months post-procedure the patient was asymptomatic. [The primary and corresponding author was philippe garot, institut cardiovasculaire paris sud, hôpital privé jacques cartier, ramsay santé, 6 avenue du noyerlambert, 91300 massy, france. E-mail: p.garot@angio-icps.com.]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: diagnosis and management of inadvertent iliac vein injury during structural heart interventions. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "diagnosis and management of inadvertent iliac vein injury during structural heart interventions", was reviewed. This article presented a case study of a 66-year-old female patient with a history of hypertension, mild dyslipidemia, hemiparesis, and paresthesia of the left lower limb. A 30-25mm amplatzer talisman pfo occluder was selected for implant for a patent foramen ovale (pfo) closure using a 9f amplatzer talisman delivery sheath. While advancing the sheath and dilator over the guidewire, resistance was felt. Fluoroscopy revealed the guidewire did not effectively navigate the venous tortuosity. Both the guidewire and sheath were pointing outward of the venous contour. After successful pfo occlusion and withdrawal of the sheath, a contrast injection was performed and confirmed a venous perforation. A 10x57mm balloon-expandable stent was implanted. The patient was discharged on the same day. One week later, the patient presented with mild right lower quadrant pain. Venous doppler ultrasonography revelated a patent stent, without signs of active bleeding and minimal hematoma surrounding the vein. No intervention was performed. Six months post-procedure the patient was asymptomatic. [The primary and corresponding author was philippe garot, institut cardiovasculaire paris sud, hôpital privé jacques cartier, ramsay santé, 6 avenue du noyerlambert, 91300 massy, france. E-mail: p.garot@angio-icps.com.]

Manufacturer narrative:
In a research article, "diagnosis and management of inadvertent iliac vein injury during structural heart interventions," an event of a difficult to advance, pain, hematoma, and perforation was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported difficult to advance is likely related to challenging patient anatomy (tortuous anatomy), however this cannot be determined. The reported perforation is likely due to procedural circumstances (excessive force while advancing the delivery system through the patient), however this cannot be determined. The reported pain and hematoma are likely cascading effects from the event. An unexpected medical intervention was a result of case-specific circumstances, as a stent was implanted to resolve the perforation. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Literature attachment: diagnosis and management of inadvertent iliac vein injury during structural heart interventions. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.